Event description:
It was reported that the device detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The physician deployed and recaptured the closure device eight (8) times without the device meeting release criteria. When trying to create a flx ball on the 9th deployment, an unintended release occurred within the sheath. Since the closure device was within the sheath, the core wire was rotated clockwise and successfully connected back with the device. However, the 27mm device seemed too large for the oval-shaped left atrial appendage, so the device was changed to a smaller size to a 24mm. The new wds was then used to successfully complete the procedure. There were no patient complications that were reported to have occurred.